Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated that she did not want to follow the troubleshoot as she was not well. Customer stated at the time of the call her blood sugar was falling from blood glucose level was 450 mg/dl to 365 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.